Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/27/2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A visual inspection of the pump found some cosmetic damages. Investigation found the keypad cover was torn at the ¿up¿ button. All the keypad buttons responded intermittently. Removal of the keypad cover found contamination under all the button contacts.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the ¿up¿, ¿down¿ and ¿ok¿ buttons required harder presses in order to respond and were intermittently responsive, the button responsiveness issue started about a month and a half ago. Reporter denied that there was trauma or moisture exposure to the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved.